Event description:
It was reported by service report that during preventative maintenance, it was determined that the brakes were not holding and the side rai could not remain latched. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Retaining rings, caster tube pin guide.